Event description:
As reported (B)(6) 2012, during the user facility incoming inspection, it was noted the sterile packaging of the device had a small hole. The reported device was never introduced into the sterile setting, therefore, caused no harm or injury. The reported failed device is available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
A review of the lot history records for the reported lot was performed for any deviations. The review confirms that the lots met all material, assembly, and performance specifications. The reported defective device has yet to be returned to the manufacturer for a device evaluation. The firm is attempting to obtain the device. An investigation into the root cause for product problem is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. (B)(4).